Event description:
It was reported that a large volume infusor was leaking from the filling port. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 22, 2014 ¿ august 23, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was unable to identify objective evidence of the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.